Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored for 5 days and no unexpected bolus delivery anomaly noted. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call to have received information regarding the scroll wrap feature recall. Customer reported that insulin pump went from zero to twenty and insulin was over delivered. As a result, customer experienced low blood glucose of 40 mg/dl, which was treated with orange juice. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.